Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the pump unresponsive to brand new batteries and received random no delivery alarms. It was reported that they had grinding noise during rewind and prime. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify no delivery, low battery, battery out limit alarms and rewind, back light anomaly due to unresponsive button. (B)(4).